Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag motor (serial number (B)(6) ) was evaluated following the reported event of an s3 system alert. The reported event was determined to be due to the centrimag primary console and has been addressed via the console investigation. The centrimag motor was not returned for analysis. The reported event was unable to be correlated to an issue with the centrimag motor. Device history records were not required to be reviewed per investigation procedures. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The centrimag operating manual, section 3 - "warnings & precautions", warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including system alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.

Event description:
To clarify, the biomedical engineer sent the console to abbott due to the loud fan noise, which was an abnormal finding. The engineer was not able to reproduce the s3 alarm which was the original reason for pulling the device out of service.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the centrimag main console displayed an s3 alarm while in use. It was attempted to recreate the alarm but was unsuccessful after a 3-4 hour test operation period. Noted that the fan was louder than normal. Evaluation for the console was requested.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.